Event description:
Started having rashes all over, then numbness and pain in feet and hands, fingertips turning white and no feeling, joints aching all the time. Pain and swelling in right wrist, which has turned into a huge lump. Just received diagnosis of autoimmune disorder. Can not pinpoint which one. Just had ultrasound that showed a rupture in left breast implant with possible silicone leakage. Capsular contracture in both. Double capsule in one. Inflamed lymph nodes in left with pain and numbness in different parts of left arm.